Event description:
A report was received that the patient underwent an explant procedure due to a non-device related infection.

Event description:
A report was received that the patient underwent an explant procedure due to a non-device related infection.

Manufacturer narrative:
Additional information was received that no further information can be obtained regarding the explant procedure and infection issues.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-8216-50, serial #: (B)(4), description: artisan surgical lead, 50cm. The explanted devices were not returned to bsn as they were discarded by the medical facility.